Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown cup lot# unknown. Item# unknown liner head lot# unknown. Item# unknown unknown liner lot# unknown. Customer has indicated that product will not be returned for investigation. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Whether the patient fell first or the bone fractured first is unknown. Therefore, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date. Patient underwent revision due to periprosthetic fracture. Attempts were made to obtain additional information; however, none was available.